Event description:
The customer reported via phone call that they had a prime rewind anomaly. The customer reported receiving a compromised force sensor system alarm. Customer's blood glucose was 14 mmol/l. It was also found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer stated they were unable to exit from the preparing to prime loop. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on their screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer declined to replace their insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.